Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, after which the error did not reappear. The caller successfully started their sensor session.